Event description:
It was reported that the power cord on the rover had exposed wires. The event occurred during a field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The manufacturer field service technician replaced the power cord and returned the unit to service.